Event description:
Litigation alleges that patient began suffering severe pain as a result of the implantation with the asr hip implant. His hip pain continued to worsen considerably and significantly impair his ability to sit, stand and even walk. Combined with increased metal ion levels and a MRI showing fluid, required patient to undergo hip revision surgery. Patient was injured by excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.